Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. Death is a known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2016-01967, 2016-01968 and 2016-01969) submitted for devices related to the same event.

Event description:
It was reported from the site by the vad coordinator that a relative of the patient found the patient unconscious at home with the no power alarm sounding with only on battery in the patient bag and this battery was disconnected. Patient was transported by ambulance to the hospital and cardio pulmonary resuscitation (CPR) was performed and the patient couldn't be resuscitated and died. No additional information available.

Manufacturer narrative:
(B)(4) was returned for evaluation. (B)(4) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the inspection records for the controller and battery confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files which revealed multiple controller power-up events on the reported event date, leaving a 1 hour and 23 minute maximum pump off time for the third loss of power. Analysis of the pump revealed that the device passed visual inspection and functional testing but failed dimensional verification due to front disc curvature measurements not meeting specification. Per internal investigation, these deviations in the front housing disc curvature are not expected to impact pump performance. Independent pathology of the pump was unremarkable. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the loss of power is the double disconnect of power sources to the controller. This is two of three reports (3007042319-2016-01967, 2016-01968 and 2016-01969) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.